Manufacturer narrative:
H3, h6: it was reported that during thr a piece chipped off of the polarstem modular head (75023711) while being use to impact the femoral oxinium head. No significant delay was reported and the procedure was finished with a smith and nephew back up device. The device use in treatment was returned for investigation. The reported failure mode could be confirmed upon visual inspection. The device is observed to be fractured. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed a total of 17 complaints for the batch (a56943) in question. However, the batch contains of 120 pieces and was manufactured in 2015. The polarstem modular is designed for the impaction of the ball head on the stem taper. Based on the batch size, the age and the intended use of the device, there is no indication for a specific issue with this batch. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the limited information provided, a thorough medical assessment could not be performed. Based on the performed investigations, the reported fracture could be confirmed. The relationship between the reported event and the device was confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Normal wear and tear through repeated impaction as well as miss-use of the device are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. It is unknown for how many cycles this instrument has been used. Therefore, the root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. The returned device will be discarded.

Event description:
It was reported that during thr a piece chipped off of the polarstem modular head for 21000662 while being use to impact the femoral oxinium head. No significant delay was reported and the procedure was finished with a smith and nephew back up device. No patient injuries reported.